Event description:
The customer reported that they were unable to view fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.